Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer had failed and device not on bus. A field service engineer (fse) had found that the drawer was missing on the med application configuration. Fse had replaced the full-height cubie bus module controller board. Fse had reseated the row board cable connections. Fse had reseated all cubie trays and pockets. Fse had reset and was able to recover all pockets and the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5 had failed, and the device was not detected on the bus. A reboot and recovery of storage space were attempted; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.